Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device yielded the following observations: the device was fully clip deployed with the thumb advancer retracted which confirms the reported experience resistance encountered during device removal. During the internal examination the components were found in the corresponding positions to the external. The catch and pusher block had been released to deploy the clip. The carrier tube was examined and clip tine witness marks were present that confirmed clip deployment. Also during the internal examination the vessel locator wings were bent and a large amount of tissue was found at the distal end of the tubeset, between the carrier and support tubes. During clip deployment the vessel locators are designed to automatically collapse so as not to interfere with the clip deployment. However, the vessel locator wings of this device were bent. The most probable cause for the bent locator wings is due to the tissue compressed between the tubes and open locators. This created a distal force during thumb advancement, bending the locator wings and creating difficult device removal. The present of impacted tissue between the tubes indicates that at step # 4 the clip deployment may have been restricted or impaired by the compacted tissue, subsequently interfering with the clip deployment at the intended site. During testing the device was cleaned, re-set and deployed normally. Based on the investigation findings the most probable cause for the reported event is due to the operational context during use of the device. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the clip did not deploy (click 4). Difficulty was encountered while removing the device from the anatomy. As per the instructions for use, the access ports were used and the device was removed from the anatomy. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.